Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 904750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included grand multiparity and nabothian cyst. Concurrent conditions included hypertension, seizures, benign neoplasm and overweight. Concomitant products included medroxyprogesterone acetate (depoprovera) since 2002 to (B)(6) 2010 for contraception, hydrochlorothiazide since 2016 for hypertension, gabapentin (gabapentine) since 2017 for seizures as well as glipizide since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In june 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced migraine ("migraine/ migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrohagia(bleeding b/w periods)") and tooth disorder ("dental problem"). The patient was treated with surgery (salping. (Bilateral),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal discharge, alopecia, weight increased, migraine and vaginal haemorrhage had resolved and the genital haemorrhage, metrorrhagia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Case was upgraded to incident. Injury event was replaced. New events added: pelvic pain, abdominal pain, menorrhagia, metrorrhagia, vaginal discharge, dental probs, hair loss, migraine, weight gain, plaintiff did not undergo confirmation test. Essure removal date added. Reporter's information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.